Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not booting up and was stuck on the blue screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not booting up and stuck on the blue screen. A field service engineer (fse) addressed that this causing the system updates to fail and the previous image restoration to be unsuccessful. The fse reimaged the station, performed a database synchronization, and confirmed that the station launched the application successfully and linked properly with the server. The system functioned as intended after the field service engineer repaired the device.